Event description:
Philips received the complaint from a customer that the cine pedal was not working and the fluoroscopy pedal was working intermittently. Both pedals look bent.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.